Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the device required an identification chip to support data. It was also observed that the scope had low angulation in the up direction. Additionally, the light guide tube contained a non-olympus tag attachment. Lastly, it was identified that the following unit components were third-party repairs: distal end plastic cover, bending section cover and the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii bronchovideoscope had no image and was un-restorable. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charge-coupled device unit was damaged by a third-party repair and caused the suggested event. The event can be prevented by following the instructions for use which state: "prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and cannot be warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.